Event description:
Customer alleged, an undosed blood glucose result of 0 mg/dl was obtained on the advantage system. The customer had not yet applied blood to the strip. This result is also outside the reportable range of the device. Customer did not report symptoms treatment or action based on the alleged result. No serious adverse event was reported in relation to the alleged malfunction. Replacement product sent; product return requested.